Event description:
The plaintiff's attorney alleged that the decedent experienced abdominal pain on (B)(6) 2011, experienced two cardiovascular events and subsequently expired.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products: associated mdrs # 1225714-2013-01095.